Event description:
It was initially reported that the patient's pulse generator was being replaced due to end of service from the eri-flag observed during the recent interrogation at the time of the report. Later the patient was reported to have an increase in seizure intensity, which was believed to be related to the battery depletion. The explanted pulse generator was returned to the manufacturer for analysis, which confirmed the reported battery depletion. During the analysis, the supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. Cause for the c6 capacitors increase in leakage could not be determined.